Manufacturer narrative:
The insulin pump was received with no esc and act button response due to corroded keypad traces. No shutting off screen, blank display or display anomaly noted during testing. No moisture damage inside the device was noted. Operating currents, low battery, and off no power alarms were not verified due to unresponsive esc and act buttons. The device had minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error and had an intermittently responsive keypad. The blood glucose reading was 256 mg/dl at the time of the keypad anomaly. The customer stated that the insulin pump was acting weird, and the buttons were acting funny. He stated that when he pressed the buttons, the keys acted as though he was holding them down. He also noted that sometimes the buttons did not work. He advised that the insulin pump had been in the bathroom with him while he took a shower, but he added that he did this all the time. He stated that he treated for his blood glucose already. The blood glucose reading at the time of the button error alarm was 68 mg/dl. No other significant events leading to the keypad issues or alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.